Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that one to two weeks ago the patient was reprogrammed and reported that he was not experiencing any symptoms. However, following an unrelated colonoscopy where a bipolar electrocautery was used, the patient experienced a return of symptoms that included dyskinesia. The patient also reported feeling like he was walking around in a fog at times, did not feel normal at all, and had headaches. The patient was wondering if the electrocautery could have damaged his deep brain stimulation (dbs) system or changed his programming. The patient saw his health care provider (hcp) and it was noted that the implantable neurostimulator (ins) settings were changed from voltage mode to current mode. The patient also stated that there had been a "really big spike and something in the device had changed". The patient programmer was used to interrogate the device and it was confirmed that stimulation was on and okay. The patient noted that the onset of symptoms was gradual and he plans to follow-up with his hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.